Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified teflon pad damage on the clamp arm. A piece measuring approximately 0.086¿ x 0.032¿ in size was returned with the instrument. When the instrument and returned piece were matched, inspection noted a missing piece of approximately 0.081¿ x 0.018.¿ the known cause of a damaged teflon pad is attributed to mishandling and misuse. As part of investigation, instrument was tested and passed testing specification. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. The instrument energized properly when tested. A review of the procedure log using the given system ID sk1485 associated with this event has been performed. Per logs, a procedure was performed on the reported event date of (B)(6) 2022 using two harmonic ace instruments with lot l90220206. Instrument log review for the returned harmonic ace instrument lot# l90220206 / sequence 0367 confirmed usage on (B)(6) 2022 on system sk1485. The instrument is single use. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance analyst. The following additional information was provided: the image shows the instrument tip with a broken teflon pad. No conclusive determination can be made based on this analysis. This complaint is considered a reportable reportable adverse event and malfunction due to the following conclusion: it was alleged that during a da vinci-assisted thyroidectomy procedure, the harmonic ace instrument was used for a surgical task and the teflon pad got damaged and a piece fell inside the patient's body and the entire piece was retrieved.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the harmonic ace instrument was used for a surgical task and the teflon pad got damaged and a piece fell inside the patient's body. After removal of the broken piece, the user stated that the instrument could not grasp well. The instrument was replaced with a backup instrument. The customer completed the procedure with no other issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument / accessory was inspected prior to use, no damage or anything out of the ordinary observed. The instrument was in use for dissection for approximately an hour prior to the issue. No functional issue was observed on the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. It was confirmed that there was no patient injury as a result of the issue, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.